Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device not returned.

Event description:
Replacement sr8 until freezing intermittently. Unable to enter patient details etc. Can only be resolved by rebooting (problem has occurred more than once).